Manufacturer narrative:
Patient information unknown. This report is for one (1) device -an unknown synthes ao tibial universal nail /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) aceves gonzalez et al tibial nails.pdf].

Event description:
This report is being filed after the review of the following journal article: gonzalez d, rocabado o, axotla v. (2001). Treatment of distal tibia fx with locked intramedullary nailing. Mapfre medicina. Volume 12. Pages 227-233. (Mexico). This retrospective, longitudinal and observational study reports an experience in the usefulness of the locked universal nail as a good alternative for the treatment of closed distal third tibia fractures. Between january 1995 and january 1998, patients with distal third tibia fractures, closed and with various fracture line who underwent closed intramedullary nailing were included in the study. There were 24 fractures, in 24 patient, being 15 male and 9 female patients with and average age of 28.6 years (range of 19-63 years old). All patients were implanted with an unknown ao universal nail. These patients were clinically and radiographically evaluated with conventional single views and operated on within the first 72 hours of their admission. Early mobility of the patient and the joints adjacent to the fracture was stimulated. Average follow-up is 10 months (range of 6-16 months). Complications were reported as follows: five patients had delayed recovery of the range of motion and muscle strength due to increased pain and edema but subsided at week 8 and mobility was successful. Three patients had cellulite, 1 of them was diabetic, who was protected with a double antibiotic regimen including dicloxacillin plus amikacin for 15 days, successfully resolving. Six patients required specialized rehabilitation for 6 weeks with good progress. Two patients had nail removal due to rejection and pain with the fracture being clinically and radiographically healed. This report is for one (1) device -an unknown synthes ao tibial universal nail. This is report 1 of 1 for (B)(4).